Event description:
It was reported that lead impedance was >2500 ohms, and that there was a coil fracture that caused inappropriate shocks. The lead was capped and no patient complications have been reported as a result of this event.